Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the firing of the cartridge on the body of the stomach, the non metallic part of the gold cartridge (gold color plastic part) got disengaged from its metallic sheath at the base of the cartridge. The metallic sheath was locked on the cartridge jaw of the device but the plastic body of the cartridge fell out. The firing of the cartridge went perfectly fine but the plastic got dislodged on its own. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.